Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified other incidents reported from this lot. All available information was investigated, and a cause for the reported difficult/delayed activation could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling. The steerable guide catheter referenced is filed under a separate medwatch report number. Na.

Event description:
This is filed to report difficult clip deployment. It was reported that this was a mitraclip procedure performed to treat degenerative mitral regurgitation (mr) with an mr grade of 4. The clip was advanced, and the clip was placed in. During deployment the clip was difficult to release form the delivery catheter shaft. Troubleshooting was performed, the device was pushed to align the shaft and the clip, and the clip released without further issue. Mr was reduced to 1-2. After removal of the steerable guide catheter, a right to left shunt occurred, requiring a closure device for treatment. No additional information was provided.